Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and the customer received pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia, and the treatment was unknown. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was performed for pump error and declined for hyperglycemia/under delivery and it was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours of the reported event. No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. However, during deconstructive analysis corroded motor home switch and corroded electronic assembly was noted during visual inspection. The adapt tool also recorded pump error 43, pump error 130 and pump error 37 alarms on (B)(6) 2025. Unit was received with the following cosmetic damages: scratched case, missing display window/cover, pillowing keypad overlay, cracked keypad overlay and label damage (faded). In conclusion no pump error alarm 43 was noted during testing. However, during deconstructive analysis corroded motor home switch and corroded electronic assembly was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.